Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced intermittent connectivity between a dexcom g7 cgm and the ilet, described as ¿spotty¿ signals with signal loss to the ilet, after which the user restarted the ilet and awaited sensor readings; blood glucose remained stable at 109 mg/dl, and there were no alarms. Symptoms included no adverse clinical effects. Outcomes included no impact to the user¿s health and no medical intervention or hospitalization. Investigation included guided troubleshooting and user education regarding device restart and confirmation of correct cgm pairing code entry. Investigation of this case revealed a communication issue between the cgm and the ilet without evidence of sensor failure or ilet malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely external or use-related factors affecting wireless connectivity.